Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose. Customer's blood glucose was 27 mg/dl. Customer's blood glucose at time of the call was 182 mg/dl. Customer treated with juice and candies. Customer over-delivered insulin. Customer declined to complete troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. (B)(4).